Manufacturer narrative:
It was reported that a female patient (62 year old) underwent cardiac ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During procedure the patient¿s blood pressure began dropping after about 15 ablation points done. Pericardial effusion was confirmed. The physician performed pericardiocentesis. The volume of removed fluid was not reported. Patient was stable and was placed in the intensive care unit for further observation. The patient had fully recovered. Device evaluation details: on (B)(6) 2020, the bwi product analysis lab received the complaint device for evaluation and the evaluation has been completed. The device was visually inspected and rocker arm was found detached from the handle. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. There were no problems detected/no problems found that could contribute to the adverse event. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of rocker arm detached from the handle cannot be determined since welding residues were observed on the handle, this is evidence than the catheter was properly manufactured. The cause of the fracture problem cannot be established. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The date of event has been reported as ¿unknown¿. (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient ((B)(6)) underwent cardiac ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During procedure the patient¿s blood pressure began dropping after about 15 ablation points done. Pericardial effusion was confirmed. The physician performed pericardiocentesis. The volume of removed fluid was not reported. Patient was stable and was placed on the intensive care unit for further observation. The physician uses a strict workflow with 10-30g pressure on tissue, 45w on anterior (ai 600) and posterior (ai 450) wall without esophageal probe. She uses the standard visitag setting of range of 3mm for 3 seconds time, force over time (fot) 25% at 3gr and standard flow settings. There was no problem with the thermocool® smart touch® sf bi-directional navigation catheter and she didn¿t feel any popping. The clinical specialist checked all ablation points but there was no visitag with unusual high pressure or impedance drops. The caller stated they cannot offer an explanation for the effusion. The caller did not have information about the need for extended hospitalization. The patient had fully recovered. Transseptal was performed with brk xs transseptal needle. There were no error messages observed on biosense webster equipment. Dashboard, vector and visitag were used for force visualization. Ablation index was used as prospective color option.